Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 540 mg/dl at the time of the call. The customer stated that they treated their blood glucose levels with manual injections. Customer states the motor slowed down and numbers ramped up on the screen. The customer does not know if the drive support cap is protruded. The customer stated that insulin squirted out of the device during manual prime. The customer was assisted with filling the reservoir and was unable to prime the insulin pump. The customer did not return the product back for analysis.